Event description:
Ous MDR - it was reported that 36 months after the implantation the device interrogation was not possible. The device was explanted and was returned for analysis. The provided explant date occurs before the provided event date. Therefore, those will not be added to this report.

Manufacturer narrative:
The device was received and analyzed. The device was interrogated without any issues. The battery status was mol1 and 50 charging cycles were documented. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. Next, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device could be interrogated and proved to be fully functional. The battery was not depleted. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.